Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported a 67-year-old male patient was attempted to be implanted with an impella cp smartassist heart pump. However, the procedure had to be aborted due to the aortic loop anatomy. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was returned for evaluation. Visual inspection of the pump found the cannula kinked near the outflow cage. No other abnormalities were observed. Additionally, clinical details provided contributed to determining the root cause. Therefore, the the cause of the delivery issue was patient condition related as clinical details states the insertion was unsuccessful due to aortic loop anatomy. D3-updated MFR name, city, state